Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (severe and persistent / constant stabbing)"), flank pain ("flank pain"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("miscarriage ((B)(6) 2013)") in a (B)(6) female patient (gravida 6, para 4) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (date of births: (B)(6) 2003, (B)(6) 2004, (B)(6) 2005, (B)(6) 2009.). Previously administered products included for an unreported indication: yasmin in 2003. Past adverse reactions to the above products included hormone level abnormal with yasmin. Concurrent conditions included obesity. In 2009, the patient experienced back pain ("back pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flank pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), urinary tract infection ("chronic utis"), rash generalised ("rashes all over body"), allergy to metals ("nickel allergy") with urticaria and cystitis ("bladder infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with analgesics, surgery (she underwent vaginal hysterectomy.), surgery (hysterectomy/essure removal), surgery (essure removal), surgery (essure removal), surgery (essure removal) and surgery (essure removal). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the pelvic pain, alopecia, urinary tract infection and rash generalised had resolved. In 2013, the back pain had resolved. At the time of the report, the flank pain, pregnancy with contraceptive device, abortion spontaneous, allergy to metals and cystitis outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, back pain, cystitis, flank pain, pelvic pain, pregnancy with contraceptive device, rash generalised and urinary tract infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Essure confirmation test - dye test ((B)(6) 2010). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.